Event description:
A family member reported that the patient experienced an increase in seizures and an increase in drowsiness following their vns generator battery replacement. Further follow up with the or support specialist confirmed that the device was turned on following surgery, and that all diagnostic test results both pre- and post-operation were within normal limits. Further follow up was performed with the physician; however, no relevant assessment could be made regarding this report. No other relevant information has been received to date.